Event description:
After 1 to 3 passes the needle would not push out of the sheath. The needle was considered broken at that point. After closely examining the needle, it was noted that the beveled end could not be seen in the sheath. A therapeutic scope was used to examine the site of the biopsy on the patient's lung. At that point it was noted that part of the needle was broken off and imbedded in the lung tissue. A snare was used to get a hold of the end of the needle and it was removed. The part of the needle that was broken off was noted to be 4 to 5 inches in length. The procedure was aborted and the patient was taken to recovery. No untoward patient effects.